Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with energizer battery. No cosmetic damage noted. Data analysis: (B)(6) 2015 daily insulin total = 16.700u, (B)(6) 2015 daily insulin total = 13.100u, (B)(6) 2015 daily insulin total = 18.300u, (B)(6) 2015 daily insulin total = 10.300u, (B)(6) 215 daily insulin total = 18.900u, (B)(6) 2015 daily insulin total = 16.175u, (B)(6) 2015 daily insulin total = 0.875u. No data analysis from (B)(6) 2015.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please see medwatch report number 2032227-2015-73722.

Event description:
It was reported that the customer passed away in hospice care. The caller stated that the customer was home alone; his blood glucose dropped low and began seizing for several hours. When found, his blood glucose was 21 mg/dl. The paramedics were caller and the customer was taken to the hospital's intensive care unit, where the brain scan showed that the customer had no brain activity. The customer was hospitalized on (B)(6) 2015. The official cause of death was anoxic brain injury associated with low blood glucose. The customer was not wearing the insulin pump at the time of passing; it was removed at the ICU. However, the customer was wearing the insulin pump at the time of the low blood glucose incident. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.